Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Th device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. During the evaluation, the downstream sensor current reading was out of specification (high readings) with a fluid filled set loaded. The device was calibrated to ensure proper occlusion detection.